Manufacturer narrative:
The customer support specialist provided customer information on msds documentation and instructed the user to rinse under running water for 15-20 minutes. At the same time, we informed the user of the reagent¿s toxicological information, which is that it has no irritating effects on skin or eyes. The customer was wearing ppe at the time of incident but did not wear safety glasses at that time. No other treatment provided to customer. No impact to operator. The tracking and trending data was reviewed, and no related trends were identified. A review of complaint activity and indicates the reagent lot 41656ud01 performs as expected for this product. A review of device history records did not identify any non-conformances, potential non-conformances, or deviations associated with the lot number 41656ud01 and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, architect prolactin reagent lot 41656ud01 is performing as intended, no systemic issue or deficiency of the architect prolactin reagent was identified.

Event description:
The customer was splashed on the skin area of the face by the microparticle conjugate of the architect prolactin assay while trying to replace it with a new kit. The customer rinsed the area with water for 15-20 minutes. The customer was not wearing protective eye wear when the incident happened, however the splash was only to his face and not his eyes. The customer did not receive any medical treatment. There was no impact to patient management or user safety reported. There was no harm to the customer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer was splashed on the skin area of the face by the microparticle conjugate of the architect prolactin assay while trying to replace it with a new kit. The customer rinsed the area with water for 15-20 minutes. The customer was not wearing protective eye wear when the incident happened, however the splash was only to his face and not his eyes. The customer did not receive any medical treatment. There was no impact to patient management or user safety reported. There was no harm to the customer.